Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin next to the plunger during filling. This occurred with two cartridges. No adverse event was reported. The insulin cartridge is not expected to be returned for product evaluation.